Event description:
It was reported that shaft perforation occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was selected for use. However, the device did not enter smoothly and the guide wire perforated the shaft. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device was evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were kinks at 4.3cm and 23.4cm distal from the strain relief. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 11mm proximally from the distal marker band. There was a hold in the inner shaft 11mm proximally from the distal marker band. The damage to the balloon and the inner shaft was consistent with damage from a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft perforation occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was selected for use. However, the device did not enter smoothly and the guide wire perforated the shaft. The procedure was completed with another of the same device. No patient complications were reported.